Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome and anisomastia. The patient is participating in glow study mnt-men-15-003: 326-004. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memoryshape breast implant 255cc and suffered from patient dissatisfaction with procedure outcome and anisomastia. As a result, the patient had undergone removal and replacement with mentor memoryshap mm 155cc on (B)(6) 2016. This medwatch is for the left side.